Event description:
The customer called with a complaint that the meter is reading too high. User was getting readings of 275 mg/dl when it should be 92 mg/dl. During the troubleshooting process it was determined that the customer has been using excel off brand reagent strips. Bayer does not provide or support the use of off brand reagent. The electronics of the meter were checked and initially found to be acceptable. The customer did not have the requisite supplies to complete the evaluation of the meter. Supplies were sent to the customer. During a follow up call, it was determined that the meter did not respond correctly to an additional check strip test. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.